Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigate the system on-site and confirmed the issue. The fse replaced the fresh gas pressure transducer which resolved the issue. The replaced fresh gas pressure transducer pcb was retained by the customer and was not returned, preventing further root cause analysis. A complete set of device logs was received. Evaluation of the logs shows that a fully sco was not preformed on the given date of event, however, prior to event date, several tests failed during sco such as the pressure transducer test. The measured zero pressure offset for the fresh gas pressure transducer pcb was outside the test range, measured zero pressure offset values were between [2487 - 2485 mv]. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout a high pressure offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present, and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse finding and device log evaluation, is that the fresh gas pressure transducer pcb was the cause of the reported failure, and the replacement of the pressure transducer pcb solved the reported issue.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).